Event description:
Co received paperwork that stated during a routine replacement procedure of an automatic implantable cardioverter defibrillator (aicd) the "rate sensing leads were cut." The leads were replaced. The pt had 2 rate sensing leads implanted.